Manufacturer narrative:
Additional information: manufacturer narrative. The actual date of event is unknown. Root cause: the root cause for the reported issue that device had false air in line alarms was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that when infusing epoch (red colored chemotherapy), it often triggers "false air in line alarms." The customer went on to state that if they change the occlusion pressure threshold alarms the issue improves. The infusion is not running at a slow rate and is usually running at 45ml/h per the customer. It was explained to customer how outgassing can cause increased air-in-line alarms and to send any devices that seem to be having an abundance of false alarms to biomed for inspection. There was patient involvement, but no harm.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that when infusing epoch (red colored chemotherapy), it often triggers "false air in line alarms." The customer went on to state that if they change the occlusion pressure threshold alarms the issue improves. The infusion is not running at a slow rate, and is usually running at 45ml/h per the customer. It was explained to customer how outgassing can cause increased air-in-line alarms and to send any devices that seem to be having an abundance of false alarms to biomed for inspection. There was patient involvement, but no harm.